Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that a puddle of bss (balanced salt solution) was noticed on the floor after a procedure; it is believed that the cassette may have leaked during the procedure. There was no impact to the pt involved.